Event description:
Caller states that the cuff was found to leak during pretest. Caller confirmed pt was not involved.

Manufacturer narrative:
If sample is returned, a summary of the investigation results will be provided in a supplemental report.